Event description:
It was reported to boston scientific corporation that during a routine replacement of the securi-t percutaneous device, on september 21, 2010, the internal bolster detached inside the patient's stomach while being removed. The device had been placed approximately six months previously. The physician was not concerned about the detachment of the device fragment as he felt the fragment would pass naturally. The procedure was completed with a new securi-t percutaneous replacement. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination of the device revealed the c-clamp and both ports were closed. External bolster was at 5 cm mark and was without issue. The internal bolster was detached and not returned. The tubing end appears to have evidence of shear force tear. The returned unit was consistent with the complaint incident that the bolster detached/separated. During the physical evaluation it was found that the internal bolster had been separated and detached portion was not returned. It most likely detached due to excessive force being used during removal of the device. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that during a routine replacement of the securi-t percutaneous device, on (B)(6), 2010, the internal bolster detached inside the patient's stomach while being removed. The device had been placed approximately six months previously. The physician was not concerned about the detachment of the device fragment as he felt the fragment would pass naturally. The procedure was completed with a new securi-t percutaneous replacement. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)